Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 400 mg/dl. Customer stated that she was vomiting, week and dehydrated prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests including displacement, prime, basic occlusion, occlusion and no delivery alarm test.